Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Products: 4965-35 lead implanted: 2003 (B)(6); 694758 lead implanted: 2003 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis was performed and no anomalies were found.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 11 months after the crt-d was implanted and approximately 12 years after the leads were implanted. The cause of death has been requested and not received.